Event description:
Doctor noticed ventricular beats were occasionally missing. Rep saw vp marker on the programmer and no capture on the EKG. Patient felt "dizzy" because of this. Only noticed this " dizzyness" since the change out.

Event description:
It was reported that the patient was in for a stress test. The doctor noticed ventricular beats were occasionally missing, and it was able to be reproduced when the patient stood up. The medtronic representative present saw vp marker on the programmer and no capture on the EKG. The patient felt "dizzy" because of this. A voluntary medwatch was subsequently received reporting documented loss of capture, due to a microfracture of the rv (right ventricular) lead, according to the physician. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Additions to voluntary medwatch: corrections to voluntary medwatch: it was reported that the patient was in for a stress test. The doctor noticed ventricular beats were occasionally missing, and it was able to be reproduced when the patient stood up. The medtronic representative present saw vp marker on the programmer and no capture on the EKG. The patient felt "dizzy" because of this. A voluntary medwatch was subsequently received reporting documented loss of capture, due to a microfracture of the rv (right ventricular) lead, according to the physician. The lead was replaced. No further patient complications have been reported as a result of this event. Conclusion can be drawn capture, failure to lead(s), fracture of.